Event description:
Customer reported that the side-firing surgical fiber was damaged at the tip during a prostate procedure at 67,000 joules of use. The case was completed using a second fiber without further issue. There was no injury reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customers initial report that the fiber was damaged at the tip during the procedure, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to be fractured and partially broken off and exhibited char and devitrification. There was no indication or report of any part of the device remaining inside the patient. Based on the analysis findings, the fiber condition could result in a forward firing condition of the side-firing surgical fiber and has been identified as a potential safety issue. There was no injury reported as a result of this event. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or an anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. The component codes fiber and cap refer to the results code thermal problem.